Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or index procedure. Based on the instructions for use (IFU), the occurrence of reocclusion and/or thrombosis are an inherent risk of any pta procedure, and have been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a revascularization procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the synthetic av fistula in the right forearm. Approximately two weeks after a revascularization procedure, the patient reportedly had decreased access blood flow and access thrombosis due to the target lesion being reoccluded. A clinically driven revascularization involving percutaneous transluminal angioplasty (pta ), thrombectomy, placement of a bare metal stent, implantation of a stent graft and surgical revision was performed. The health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or index procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.